Manufacturer narrative:
The investigation determined that lower than expected tsh results were obtained a patient sample processed using vitros tsh reagent with a vitros 5600 integrated system. A definitive assignable cause is unknown. It is likely that an interferent present in the patient sample impacted the results. The investigation determined that the patient was taking biotin. Per the vitros tsh instructions for use, ortho has not quantified the interfering effect of biotin on the tsh assay at biotin concentrations >0.5 ug/dl. The biotin dosage for the affected patient is 10,000 mcg. Current medical literature (biotin interference on tsh and free thyroid hormone measurement, pathology, april 2012 ¿ volume 44-issue 3 ¿ pg.278-280) states that biotin can potentially interfere with some immunoassays. Therefore, it is possible that biotin in the patient sample was a potential interfering substance and cannot be ruled out as contributing to the event. Based on historical quality control data, there was no indication the vitros tsh reagent issue contributed to the event.

Event description:
A customer obtained lower than expected tsh results (0.158, 0.153, 0.135 miu/l vs. Expected 1.240 miu/l) from a patient sample processed using vitros tsh reagent with a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were not reported from the laboratory. There are no allegations of patient harm as a result of the event. (B)(4).